Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed, and it passed. The log was downloaded and passed. Data does not reflect the alleged device. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.